Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no call service alarms. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no duplicated call service alarms. Unrelated to the initial complaint, the pump case was cracked. The leak test failed due to a cracked pump case. Also unrelated, there was moisture observed behind the display screen. The pump was opened and moisture was observed on the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the buttons were not responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.